Event description:
Patient being treated for degenerative disc disease had 3-d heads and rods implanted in january 2005. X-rays taken 2/05 showed cephalad migrated of rod on left side. X-rays taken 3/05 confirmed that the 3-d heads were loose and therefore, both rods had disengaged from the s1 screws on left and right sides. Follow-up x-rays in may 2005 demonstrated rods in same disengaged position. In july 2005 a cat scan confirmed that solid fusion was achieved so surgeon explanted hardware in 2005.